Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call indicating that she had high blood glucose but not hospitalized. Customer's blood glucose was 400 mg/dl. The customer reported they have a backup plan available. The customer stated she took a shot to treat for her high blood glucose. After the troubleshooting was done, customer was advised to call us back when tubing clamp received to perform high pressure test. The customer was advised to call her healthcare provider and monitor the pump.